Event description:
This case was initially received via regulatory authority ((B)(6), reference number: mw5076095) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("device had attached itself to uterus which caused a prolonged healing and still painful"), impaired healing ("device had attached itself to uterus which caused a prolonged healing and still painful") and uterine pain ("device had attached itself to uterus which caused a prolonged healing and still painful") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ferrous sulfate (iron), ibuprofen and naproxen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), impaired healing (seriousness criterion medically significant), uterine pain (seriousness criterion medically significant), menorrhagia ("heavier than normal bleeding during momthly cycles"), polymenorrhagia ("has had as many as two menstrual cycles in one month and bleeding so severe"), back pain ("debilitating back pain"), alopecia ("loss of hair"), dyspareunia ("pain while having intercourse"), dysgeusia ("taste of metal in mouth"), paraesthesia ("tingling legs and finger"), peripheral swelling ("swollen legs and finger"), anaemia ("anemia has gotten worse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, embedded device, impaired healing, uterine pain, menorrhagia, polymenorrhagia, back pain, alopecia, dyspareunia, dysgeusia, paraesthesia, peripheral swelling, anaemia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, dysgeusia, dyspareunia, embedded device, impaired healing, menorrhagia, paraesthesia, pelvic pain, peripheral swelling, polymenorrhagia and uterine pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5076095) on 03-apr-2018. The most recent information was received on 14-sep-2018this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and embedded device ("device had attached itself to uterus which caused a prolonged healing and still painful") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ferrous sulfate (iron), ibuprofen and naproxen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pain ("device had attached itself to uterus which caused a prolonged healing and still painful"), menorrhagia ("heavier than normal bleeding during momthly cycles"), polymenorrhagia ("has had as many as two menstrual cycles in one month and bleeding so severe"), back pain ("debilitating back pain"), alopecia ("loss of hair"), dyspareunia ("pain while having intercourse"), dysgeusia ("taste of metal in mouth"), paraesthesia ("tingling legs and finger"), peripheral swelling ("swollen legs and finger"), anaemia ("anemia has gotten worse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, embedded device, pain, menorrhagia, polymenorrhagia, back pain, alopecia, dyspareunia, dysgeusia, paraesthesia, peripheral swelling, anaemia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, dysgeusia, dyspareunia, embedded device, menorrhagia, pain, paraesthesia, pelvic pain, peripheral swelling and polymenorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.